Event description:
It was reported that bd veo¿ insulin syringe w/ bd ultra-fine needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 324911 batch no: 8351915. It was reported that the consumer reported hard to push the plunger during the injection. Medicine is coming out, but she had to push it harder and for long time. Issue: consumer reported hard to push the plunger during the injection. Medicine is coming out, but she had to push it harder and for long time. Sample-1 but kept 2 she is not sure which one with an issue. This has happened time to time with this box. Incident date (B)(6) 2019. Occurence-1. Consumer uses the new needle, rotates the injection site. Visually tests the needle.

Manufacturer narrative:
H.6. Investigation: customer returned (7) loose 1/2cc, 6mm, 31g syringes. Customer states that it is hard to push the plunger during the injection. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 8351915 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringe w/ bd ultra-fine needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 324911 batch no: 8351915. It was reported that the consumer reported hard to push the plunger during the injection. Medicine is coming out, but she had to push it harder and for long time. Issue: consumer reported hard to push the plunger during the injection. Medicine is coming out, but she had to push it harder and for long time. Sample-1 but kept 2 she is not sure which one with an issue. This has happened time to time with this box. Incident date (B)(6) 2019 occurence-1. Consumer uses the new needle, rotates the injection site. Visually tests the needle.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8351915 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that bd veo¿ insulin syringe w/ bd ultra-fine needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 324911, batch no: 8351915. It was reported that the consumer reported hard to push the plunger during the injection. Medicine is coming out, but she had to push it harder and for long time. Issue: consumer reported hard to push the plunger during the injection. Medicine is coming out, but she had to push it harder and for long time. Sample-1 but kept 2 she is not sure which one with an issue. This has happened time to time with this box. Incident date (B)(6) 2019. Occurence-1. Consumer uses the new needle, rotates the injection site. Visually tests the needle.